Event description:
It was reported that on (B)(6), 2010, in the presence of stable angina and not in the presence of acute coronary syndrome, the patient underwent the index procedure with deployment of two promus stents in the proximal left ascending artery. Post stent deployment residual stenosis was 0%. (The patient did not receive a peri procedural loading dose of clopidogrel. On (B)(6), 2010, the patient began 75 mg clopidogrel dosing. On an unknown date, the patient began aspirin 325 mg dosing.) On (B)(6), 2010, the patient was discharged from the index procedure hospitalization. On (B)(6), 2010, the patient suffered sudden death. The cause of death was reported as hypercapnic respiratory failure. An autopsy was not performed. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
Kimberly-clark received a report stating, "when they extubated the patient they realized the cuff had become disconnected and migrated down the et tube." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Renal failure, infection and death are also listed as known adverse events of coronary stenting in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The rx promus(1009541-08b, (B)(4)) is being reported under a separate medwatch report number. Balloon catheter: voyager; guide wire: terumo guide wire, whisper, pilot, allstar.